Event description:
A burning smell and smoke being emitted from below the barcode scanner on the hamilton dilutor microlab at plus. The instrument reported an error message of "scanner errors". The instrment was unplugged without further incident. No personnel were injured in this incident.